Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and keypad anomaly. The customer's blood glucose level was 110 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the keypad was not working. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed the displacement test, self test and a21 alarm test. No unexpected a21 alarm anomalies noted.